Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a replacement because the implant caused a hole through her skin. The patient said the device was removed via emergency surgery. The patient said she started getting sores in (B)(6) of 2018. The patient went to the hcp who prescribed topical cream, however the ins continued to protrude out and next thing the patient knew the device was sticking out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that replacement procedure was scheduled for (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient noticed that the skin around their pocket was red and puffy starting that morning. The patient also requested reprogramming at the visit due to lack of coverage in the left hip area. Impedances were all within normal limits. Reprogramming was successful for the area. The patient saw their health care provider (hcp) who told the patient to watch the pocket area and if it persisted or worsened to call again. The patient stated that they intended to schedule an appointment with a hcp anyway in case it was infected. There were no surgical interventions were planned or performed. Patient stated was alive with no injury. Patient medical history was asked but unknown. Additional information received from the consumer reported that she had unpleasant sensations where the battery was implanted which started in (B)(6) 2017. The patient stated she had new pain issues now which started in (B)(6) 2017 and felt like being stung at the implant site. The patient noted that two weeks ago she started having pain around the entire area where the battery pack was and found that her skin was pink where the implant sticks out around the perimeter. The patient was directed to their healthcare professional. Additional information was received from a manufacturer representative (rep). It was reported that there was soreness around the battery site. It was stated it was worse when the device was on. The rep said it was poking out and creating an actual sore. It was noted the patient gained 10 pounds. The healthcare provider (hcp) was going to move the battery from the abdomen to her back and replace the device with a newer model. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative 2018-06-12. It was reported that the patient contacted the representative and indicated that the wound was seeping and when she looked at it, it appeared to be eroding through her skin. The patient was going to have surgery on (B)(6) 2018. Additional information reported the patient was having surgery to remove the ins and potentially the lead, depending on the condition of the pocket. The representative indicated that they think there is either an infection or pocket erosion, causing issue at pocket site. They will know more when the healthcare provider opens the site. If scenario at pocket is good, they may move the ins to a different location or if the site is infected, the plan would be to remove the ins, wash the pocket site, and close and then come back at a later date. Discussed options on how to preserve the lead if it is left in the pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was explanted on (B)(6) 2018, but the lead was left in place. Extensions were added to protect lead connection sites. The cause of the pocket issue was that there appeared to may have been a seroma and scar tissue forming. As of (B)(6) 2018, the physician reported no infection was noted in cultures. They were going to allow the pocket site to heal, and then re-implant a new ins at a different pocket site. The device was in the hospital pathology department and they are aware that it should be returned to the manufacturer once they are finished with it. No further complications were reported.